Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep was in a case today and the physician mentioned an event that had occurred recently where they were unable to insert the stylet into the lead body. It was reported that this was after lead implant, needle removed and prior to anchoring the lead when it was observed the lead migrated inferior. The physician attempted to insert the stylet at this time and was unable to advance near or around the proximal contacts. The physician mentioned during the initial stylet removal they felt some resistance and the resistance may have been the reason they were unable to insert the stylet back into the lead. It was reported that the physician did not replace the lead or remove the lead from the epidural space to insert the stylet. The rep did not know the lot number of the lead or when the event occurred. No further complications were reported/anticipated.